Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water was unable to be removed from the foley catheter balloon during the pretest.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water was unable to be removed from the foley catheter balloon during the pretest.